Event description:
It was reported that during placing the first coil (orbit galaxy tight distal loop complex frame coil- 640cr0620/ 15679801) wouldn't brake (shape) properly in the ophthalmic aneurysm, and after several attempts were made, the delivery system was pulled out because the physician said it was defective. Then, another galaxy frame 6x20 coil was used, and it worked perfectly after one attempt with the same prowler lp es microcatheter (606-s155fx/ 15665276). The microcatheter was placed at the site with a transcend ex wire. The vessel was mildly tortuous. After the coil system was removed, the coil or delivery system was not damaged (stretched, kink, bend, fracture, or separated in 2 pieces), and the coil remained attached to the delivery system. The aneurysm was 7mm and bi-lobed. There was no adverse event, and the product will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15679801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during placing the first coil (orbit galaxy tight distal loop complex frame coil- 640cr0620/ 15679801) wouldn't brake (shape) properly in the ophthalmic aneurysm, and after several attempts were made, the delivery system was pulled out because the physician said it was defective. Then, another galaxy frame 6x20 coil was used, and it worked perfectly after one attempt with the same prowler lp es microcatheter (606-s155fx/ 15665276). The microcatheter was placed at the site with a transcend ex wire. The vessel was mildly tortuous. After the coil system was removed, the coil or delivery system was not damaged (stretched, kink, bend, fracture, or separated in 2 pieces), and the coil remained attached to the delivery system. The aneurysm was 7mm and bi-lobed. There was no adverse event, and the product will be return for analysis. A non-sterile orbit galaxy tight distal loop complex frame coil 6 x 20 was received coiled inside a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped and elongated. The support coil, gripper and the embolic coil were received outside of the introducer and no damages were noted on them. The introducer, gripper and embolic coil were inspected under microscope; the gripper shows residues of saline no damages were noted on the gripper and embolic coil while the introducer was found elongated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure coil - positioning difficulty poor conformability could not be evaluated. The cause of the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Based on the analysis and the device history records there is no indication of a relationship to the manufacturing process. It is possible that vessel/aneurysm characteristics contributed to the event; however, no definitive root cause conclusion can be made. Additionally inspections are in place to ensure devices are within specification prior to leaving the facility. Therefore no corrective action will be taken at this time.